Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during the load sequence. Customer's blood glucose level ranged from 70-240 mg/dl. In addition it was reported that the customer experienced a low blood glucose level, value was not provided. Customer stated that the amount of insulin entered was "too much." Customer declined to further troubleshoot with tandem technical support.